Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of one-link extension sets were ¿popping off at the hub¿; further described as ¿the saline lock¿. This was identified at an unspecified process step. Subsequently, a baxter representative visited the unit to address the issue with the staff. It was reported that the saline lock was not defective or damaged and the staff was instructed to tighten the connections. As a result, there have been no further incidents. There was no patient injury or medical intervention associated with this event. No additional information is available.